Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) during surgery with intralase patient interface (pi) after the patient was applanated and after laser fired. Per account, the physician had lost suction and could not recall the steps to restart the treatment. The field service engineer (fse) assisted the doctor and completed the surgery with no issues. The suction loss occurred about 60 percent (%) into the treatment of od. The doctor reapplied the suction and restarted the treatment from the start without the packet. The same cone and depth was applied. For the left eye (os), suction was lost prior to the raster treatment. The doctor utilized different suction ring and treatment was completed. The customer believed that the suction occurred due to patient¿s eye anatomy. In the past, they did experience suction loss. Both eyes (ou) were completed successfully. The patient¿s visual acuity test result was 20/20 and patient was doing great. No other issues reported.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60107008. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.